Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported a temporary loss of readings from their dexcom g7 sensor. The patient was instructed to toggle between g6 and g7 in the ilet settings, restart the ilet, and re-enter the pairing code. The patient was advised to wait 30 minutes for reconnection. No adverse health effects were reported.